Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative inspected the imaging system onsite and could not replicate the issue. The system performed as intended and all tests passed. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection case, an active reference and foot switch did not respond/operate during registration on the navigation system. As the active reference was replaced without resolution, it was thought that the side panel had a connection failure issue. The case was completed using another system. There was a reported delay to the procedure of 1 hour or longer due to this issue and no impact on patient outcome. No additional information is available.